Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during hip surgery, the blade broke. It was further reported that the event caused a minor delay of unknown duration. It was also reported that all blade fragments were retrieved from the patient successfully and no adverse consequences occurred. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the returned blade. The blade was evaluated by product engineering who concluded that the two fractured portions of the returned part showed signs of rounding of the teeth confirm the event description that the blade came into contact with a metal fin during use. This sudden contact would cause the blade to fracture.

Event description:
It was reported that during hip surgery, the blade broke. It was further reported that the event caused a minor delay of unknown duration. It was also reported that all blade fragments were retrieved from the patient successfully and no adverse consequences occurred. It was further reported that the procedure was completed successfully.